Manufacturer narrative:
The cause of the non-reproducible, elevated advia centaur cp tni-ultra result is unknown. The customer runs lithium heparin sample tubes and uses a stat spin to process the samples. Preanalytical factors cannot be ruled out. A siemens service engineer went on site and performed a total service protocol. No issues were observed. The customer ran replicates of a sample and multi-diluent 11 and observed good results. The instrument is performing within specifications. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The interpretation of results section of the instructions for use states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Customer observed an elevated advia centaur cp troponin ultra (tni-ultra) results that was elevated. The sample was not elevated upon repeat testing of the same sample or a subsequent sample from the same patient. The patient was admitted to the hospital but no known procedures were performed. There are no reports of adverse health consequences due to the elevated advia centaur cp tni-ultra result.